Event description:
The following information was provided: it was reported that the patient's right hip was revised due to infection. All implants were removed and a spacer was placed. Rep can provide original usage. Otherwise, rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster58f; cat # 702-04-58f; lot # 22428551a 6.5mm low profile hex screw 35mm; cat # 7030-6535; lot # hykh 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # j98a high insignia collared hip stem; cat # 7000-6608; lot # 19357252. Delta v-40 ceramic head 36/+5; cat # 6570-0-236; lot # 17605755. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.